Event description:
It was reported that a pacemaker-dependent patient presented remotely via merlin.net. The patient experienced mild dizziness and lightheadedness. Transmissions showed that the right ventricular lead exhibited noise oversensing, resulting in pacing inhibition. Programming changes were made, and the patient remained in stable condition.